Event description:
It was reported that, during patient use, the compressor went inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised that the compressor may have a leak and to check the outlet filter within the compressor. Medtronic was not authorized to service the ventilator.